Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 365 mg/dl. Customer was experiencing symptoms of nausea and headache. The customer was treated for high blood glucose with bolus. Customer has resolved both problems and his blood glucose is down to 133 mg/dl. Customer will work with health care provider tomorrow to change basal settings. Customer will continue to monitor his blood glucose.